Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The flush port of the device was broken, and a lot of air bubbles were observed within the sheath. No air was observed in the patient. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The reported damage to the flush port could not be confirmed. The faradrive steerable sheath was attempted to be leak and aspiration tested. This was unsuccessful as water was observed to leak from the handle cap while injecting deionized water to purge air out of the sheath, indicating an existing leak path compromising the ability of the sheath to seal pressure and fluid within the sheath. Microscopic inspection revealed a tear in the flush lumen close to the valve underneath the handle cap, creating a leak path.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The flush port of the device was broken, and a lot of air bubbles were observed within the sheath. No air was observed in the patient. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The air was observed during farawave catheter insertion into the sheath.